Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at 19:21 on (B)(6) 2026, the patient was admitted to the department due to acute heart failure. At 19:35, the patient developed significant dyspnea. As prescribed, propofol was administered intravenously for sedation, and oral endotracheal intubation was performed with insertion depth of 24 cm. The patient was then connected to a ventilator for assisted ventilation. From 23:00 on (B)(6) to 08:30 on (B)(6), the bedside nurse checked the cuff pressure every two hours and found it to be deflated each time. The ventilator frequently alarmed, indicating insufficient ventilation and low tidal volume for a total of 8h . During the night, multiple attempts to inflate the cuff using a cuff pressure monitor failed to detect cuff pressure or leakage, and cuff damage was suspected. At 08:30, the anesthesiology team assisted at the bedside to replace the tube. After replacement, the patient¿s oxygen saturation returned to normal and ventilator parameters stabilized. Inspection revealed that the cuff of the removed tube was leaking and damaged.